Event description:
Patient treated with bovine collagen presented with signs and symptoms of hypersensitivity. Physician perscribed oral adoxa and duac in addition to treatment with intralesional kenalog.